Event description:
It was reported that during a routine supply change the user¿s contact detach infusion set did not deliver drops during the priming step, suggesting an occlusion or blockage, and insulin delivery was restored after replacing the tubing and set; blood glucose at the time was 149 mg/dl and remained stable after reconnection. Customer care provided support that included customer support troubleshooting and education with confirmation of proper function after set replacement. Investigation of this case revealed a defective or obstructed infusion set and tubing assembly, with no leaks observed and normal drops once new tubing was installed. No reported adverse clinical effects during the event reported. Outcomes included successful resumption of insulin delivery and shipment of a replacement infusion set without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion related to the disposable set.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.